Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was a concern this previously explanted pacemaker had exhibited premature battery depletion due to sensing of high atrial rates and/or the signal artifact monitor. Disk analysis was performed which found the device had sensed high atrial rates at an average of 279 beats per minute (bpm). This device was explanted due to therapy upgrade. No adverse patient effects were reported.